Event description:
Stryker drill was being used to extract teeth; drill attachment became hot and burned the inside of the patient's mouth. A one inch long by 0.25 inch wide abrasion was noted.====================== health professional's impression======================the attachment for the burr on the device became hot resulting in burn.====================== manufacturer response for drill, stryker drill======================the device was given to a company representative who said a report would be sent to site regarding the results/ findings with the drill & attachments in question.====================== manufacturer response for drill attachments, stryker======================the device was given to a company representative who said a report would be sent to site regarding the results/ findings with the drill & attachments in question.